Event description:
Customer reported that she had high blood glucose, bacterial pneumonia and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was 1586 mg/dl. Customer stated that she had scar tissue, her infusion set cannula was bent and her insulin pump was not delivering insulin prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.